Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/17/2024, it was reported by a facility representative via sems-(B)(4) that an ar-2384 quad tendon stripper cutter was not sharp enough. This was discovered during the case with no patient harm.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-2384 batch 012416 was received for evaluation. Upon visual inspection, it was observed that the cutting circle has nicks and is slightly bent. Functional testing could not be conducted because the damaged to the cutting edge. The most likely cause of the reported failure is user error, which can involve actions such as applying excessive force during use or mishandling the device.